Manufacturer narrative:
It was reported that the patient underwent transvaginal hysterectomy, vaginal suspension to uterosacral ligaments intraperitoneal, fascia lata harvest from left thigh, suburethral sling with fascia lata along with mesh revision on (B)(6) 2013. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2013 due to dyspareunia and recurrent utis. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a diagnostic laparoscopy with lysis of extensive abdominal pelvic adhesions, bilateral salpingo-oopherectomy and cystoscopy on (B)(6) 2014 due to dyspareunia, chronic bilateral pelvic pain, overactive bladder with extensive abdominal pelvic adhesions, and left ovarian cyst. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and chronic urinary infections. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced vaginal itching, burning with urination, urinary frequency, urinary urgency, urinary incontinence, dysuria, dark urine, urinary hesitancy, and genital discharge.

Event description:
It was reported that following insertion, the patient experienced vaginal itching, burning with urination, urinary frequency, urinary urgency, urinary incontinence, dysuria, dark urine, urinary hesitancy, and genital discharge.